Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: revision of knee - surgeon had a patient with anterior knee pain. Decision was made to revise the patella. During surgery it was noticed that the patella lugs had broken off in the patient.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown patella was reported. The event was confirmed via evaluation of the provided photograph of the device. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photograph indicated that all three pegs of the patella had fractured off. It appears the rim of the patellar component is also fractured/damaged. The device appears recently explanted and is covered in blood. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to fracture of the patellar component. The reported device was not returned however photographs were provided for review. Visual inspection of the provided photograph indicated that all three pegs of the patella had fractured off. It appears the rim of the patellar component is also fractured/damaged. The device appears recently explanted and is covered in blood. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: revision of knee - surgeon had a patient with anterior knee pain. Decision was made to revise the patella. During surgery it was noticed that the patella lugs had broken off in the patient.